Event description:
The affiliate reported that the device would not reprogram the pressure. The image showed that the cam was dislodged. As a result, the valve was replaced.

Manufacturer narrative:
Upon completion of the investigation, it was noted that after a visual inspection, it was confirmed that the stator was dislodged. Therefore the cam position/pressure could not be determined. The valve was examined under microscope at appropriate magnification and a crack and an imprint mark was found in the valve casing, and the cam mechanism was damaged. It is believed that the cause of the condition of the device was due to the device sustaining some form of impact. This however could not be confirmed. A review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.